Event description:
The info rec'd from the affiliate states that this male pt (age unk) was presented to the interventional lab for repair of a lesion located in the left external iliac artery. There was severe calcification and mild vessel tortuosity and an 80% stenosis of the artery. The products were prepared as per the the IFU. Four balloon catheters were used in the procedure (first: 420-5040x, second: 420-4040x, third: wnda, size unk/boston, fourth: brand and size unk). The gfuidewire was inserted across the lesion via the sheath introducer. The first balloon was advanced to the lesion over the guidewire through the sheath introducer and the balloon was inflated using the indeflator (brand unk), but the balloon also ruptured at an unk atmosphere. The third balloon also ruptured during inflation. The fourth balloon used did not rupture and the procedure was finished successfully. There was no adverse consequence to the pt.

Manufacturer narrative:
The product will not be returned for eval and testing. Add'l info will be forthcoming within 30 days upon receipt. Please note that this balloon is first of 2 cordis balloons that was used in this procedure and is related to mfg# 9610978-2006-00234 and 9610978-2006-00235.